Manufacturer narrative:
This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003. This report contains supplemental information for mentor psr reference number (B)(4). Device evaluation summary: background: it was reported the right implant was found to have an air/silicone bubble suggestive of a rupture. Device evaluation and investigation findings: upon receipt by mentor, the gel contained in the device appears clear. No foreign material was observed within the device or on the shell surface. Mentor product analysis lab performed leak testing according with mentor procedures and it revealed two tears measuring < 0.1 cm located on the posterior aspect. No other anomalies were discovered. Because the authorization for return and examination of medical device form was not signed and/or returned to mentor, mentor product analysis lab was precluded from further evaluating the device. In addition, based on the information reported and/or the product investigation, there is no evidence that the issue is related with manufacturing. Potential cause: complaint for rupture was confirmed. Corrective action: because mentor product analysis lab was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Conclusion statement: according to the information received, it was reported a rupture and bubbles on a breast implant. Mentor product analysis lab performed leak testing according with mentor procedures and it revealed two tears measuring < 0.1 cm located on the posterior aspect. No other anomalies were discovered. Because the authorization for return and examination of medical device form was not signed and/or returned to mentor, mentor product analysis lab was precluded from further evaluating the device. Complaint was confirmed for rupture. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet; however, complaint trends for mentor devices will continue to be monitored by quality assurance. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. A manufacturing record evaluation (mre) was performed for the finished device number 7319729, and no non-conformances related to the reported complaint were identified. Reason for device explant and/or reoperation: rupture, air bubble. Manufacturer¿s reference number: (B)(4).

Event description:
This report contains supplemental information for mentor psr reference number (B)(4). It was reported that a (B)(6) caucasian female patient underwent a breast augmentation primary with a 150 cc mentor memorygel breast implant and experienced postoperative right-sided rupture with air bubble, left-sided capsular contracture baker grade 3 or 4, confirmed by a physician. As a result, the patient underwent explantation and replacement with 240cc mentor memorygel breast implant, catalog # smpx240, left serial # (B)(4) and right serial # (B)(4) on (B)(6) 2019. This medwatch report is for the right-sided implant.